Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation that the surgical scope had a data error / no data and no image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h4, h6. Correction in the fields: e2, e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation a definitive root cause could not be determined. However, it is likely that the phenomenon no circuit board data of the device and no image occurred due to circuit board in video connector was damaged during device handling by the user, then water invaded from the damaged point, which led to occurrence of damage on the image sensor unit and on the board. The user may detect the event by handling the device according to the following IFU. IFU: ltf-s190-5 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system_ inspection of the endoscopic image. IFU: ltf-s190-5 reprocessing manual chapter 1 general policy 1.4 precautions :perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Olympus will continue to monitor field performance for this device.